Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
During an in-clinic follow-up, an inability to interrogate by bluetooth telemetry was noted on the device. After several reinterrogation attempts, the device was able to be interrogated successfully. The patient was stable.